Event description:
In the picu, a patient who was chronically ill was receiving neuromuscular blockade in 2003. The patient was taken for a chest scan then returned to the picu. In the picu, the nurse noticed redness at the site of the sensor on the right side of the forehead. The sensor was removed. The nurse noticed small fluid filled blisters under each sensor element and generalized redness under the entir sensor. The patient's skin was washed and dried after sensor removal. The nurses caring for the patient stated that it is unknown if the ointment was used after the first application. As a result of the irritation, the doctor ordered ointment to be applied as needed. According to the patient's doctor and the site clinical educator, the blisters were gone the next day but redness remained. 12 days later, and aspect rep visited the customer and observed the patient in the picu. The aspect rep confirmed that the irritation is completely resolved with no evidence of where the sensor had been placed on the forehead/temporal area of the head.